Manufacturer narrative:
Ventec continues to investigation the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that a patient circuit had broken during patient use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The reporter advised that no further details about the patient or the event was available. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter. As a result, serial number, lot code and UDI number are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
H6: the broken patient circuit was returned to ventec; however it was not evaluated due to potential contamination and an obvious tear in its clear inner tubing. The reporter provided ventec with a photograph of the patient circuit which confirmed that the patient circuit's clear inner tubing had torn; however, what caused the tube to tear could not be determined due to lack of information provided by the reporter. The investigation determined that the root cause of the reported issue was that the patient circuit's clear inner tubing was torn; however, further component level cause could not be determined due to insufficient information.